Manufacturer narrative:
The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na), potassium (k) and chloride (cl) on a cobas 8000 ise module. Note: the units of measure were not provided for these results. The initial na result was 123.3. The repeat results were 140.9 and 139.1. The initial k result was 4.13. The repeat results were 4.63 and 4.59. The initial cl result was 95.4. The repeat results were 106.3 and 106.6. No questionable results were reported outside of the laboratory. No electrode lot numbers with expiration dates were provided.